Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "granulomatous reaction of foreign body type". Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Patient reported implant rupture. The device has been explanted and replaced. Additionally, pathology report identified, "granulomatous reaction of foreign body type." Affected side is right.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ granuloma: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported implant rupture. The device has been explanted and replaced. Additionally, pathology report identified, "granulomatous reaction of foreign body type." Affected side is right.